Manufacturer narrative:
Investigation results : the associated complaint devices were not returned. The clinical/medical team concluded, it was reported that a revision surgery was performed due to infection approximately 2 years post implantation. It was communicated that the surgeon does not fault the device, as the infection occurred so long after the initial implantation. The explants will not be returned for evaluation, as it was reported that they were disposed of. Additionally, there are no radiographs or patient medical records to be provided for review. Therefore due to insufficient information, a clinical assessment cannot be performed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Product was sterilized according to sterilization release documentation from quality control.

Event description:
It was reported that a revision surgery was performed due to infection. The product was disposed.